Event description:
It was reported the patient heard a weird beep on her pump when she placed her ipad on her belly while lying. The pump was interrogated and a motor stall occurred on (B)(6) 2015 at 21:58 and recovered on 22:07 on the same day. The patient did not have any procedures performed about that time and the patient did not experience any associated symptoms. The pump was used to infuse remodulin.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient heard the beep on (B)(6) 2015, the same day as the motor stall. It was also confirmed that patient¿s (B)(6) had a magnetic case.

Manufacturer narrative:
(B)(4).